Event description:
It was reported that during the pre-use check, leakage of air from the product was observed. No patient injury reported.

Manufacturer narrative:
Lot number, UDI section, expiration date and manufacture date are unknown, no information has been provided to date. Month and year of event have been provided, day is unknown. Device is exempt. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: three photos and one sample device were received for investigation. The photos demonstrated damage on the product tubing. The received sample was also observed to have tears along the body of the device tubing. The sample was also functionally tested, and leakage was observed from the previously identified tears, confirming the reported complaint. As a lot number was not reported, a review of manufacturing device history records could not be conducted. Based on the analysis of the returned unit the root cause of the reported failure mode, leakage, is the tear damage identified in one of the distal ends of the circuit tubes. Root cause defined as the screw and barrel wear on flights; a condition that directly affects to the internal plastination process due worn flights on screw. The investigation attributed the observed tears to an issue during the device manufacturing process. The affected manufacturing equipment received a replacement of the worn extrusion screw and barrel. Leak inspection and inspection visual aids were updated for this product's manufacturing process.